Event description:
Additional information later received reported that interrogation of the pump on 11/18/2014 revealed a ¿terminal event has occurred in the pump,¿ in addition to the occurrence of end of service (eos) and ¿stopped pump period may exceed tube set¿. It was further noted that ¿schedule to replace pump by 11/06/14¿ was also indicated. The pump and catheter were explanted on 11/18/2014. It was noted the patient status at the time of the report was alive, with injury.

Event description:
The hcp turned the pump down every 10 days and the patient had withdrawals. It was planned to remove the pump in (B)(6). The patient outcome was not reported. Further follow-up was being conducted. If additional information is received, a follow-up report will be sent. The pump was used to deliver clonidine, baclofen and morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).